Event description:
It was reported that an unspecified quantity of clearlink system secondary medication sets had "difficulty threading" on a primary tubing clave at the y-site. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: this event occurred during the unspecified date of august 2022, reported as "last two weeks". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.